Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for femoral trochanteric fracture was held on (B)(6) 2016. The blade was not able to lock during the surgery, a gap was found between the tip and the shaft of the blade when the blade was unlocked. Therefore, the surgeon removed the reported blade from the patient's body and replaced with the same sized blade to complete the surgical operation. There was a surgical delay reported, the exact extended time is unknown. No adverse consequences were reported. This is report 1 of 1 for (B)(4).